Manufacturer narrative:
The evoke 12c percutaneous lead kit remains implanted. Without the return of the device, it is not possible to reach a definitive root cause for the migration. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include lead migration or suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. A lead migration was confirmed. A revision procedure was completed to reposition the leads for improved coverage. Therapy has been restored following lead revision.